Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a decrease in pace impedance on the non-boston scientific right ventricular (rv) lead. Additionally, the rv lead exhibited intermittent loss of capture. The patient stated they recently fell at home and broke their shoulder. The cause of the clinical observations was not determined, and the rv lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.